Event description:
The customer reported: "2 drill bits broke during a femoral nail procedure. The pieces of drill bit remained in the patient without consequence.".

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported: "2 drill bits broke during a femoral nail procedure. The pieces of drill bit remained in the patient without consequence."

Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: received drills found broken from the starting point of the cutting flutes. Both the drills show similar failure characteristics. Both the drills having round scratch marks on its periphery near the breakage point. Microscopic view of the broken surface indicates that the breakage is brittle in nature as evidenced by the appearance of flat portion connecting cutting flutes. This is due to excess contact with bone or wire resulting in the application of excessive torsional / bending load. Deformation at the corners of tip is because the surgeon most likely kept using the broken drill, without noticing that it was already broken. Due to this, the broken drill had excess contact with the bone or the drill guide or the broken fragment of the drill itself and resulted in this kind of deformation. Outer diameter of the drill was found within specification. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required currently. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The event was caused by application of excess bending and torsional force. If more information is provided, the case will be reassessed.